Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4)

Event description:
A surgeon reported an unexpected outcome of +1.50d residual cylinder and lens off axis following cataract surgery with an intraocular lens (iol) implant. The lens was supposed to be at 114 and is currently sitting at 134. Additional information was provided by the surgeon that a second procedure was performed to rotate the axis of the lens. The patient is seeing well.